Manufacturer narrative:
Per regulation, EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a cut/scratch on it after it was implanted. As, per the surgeon, this was maybe due to the amount of ophthalmic viscoelastic device (ovd) used and then caused by the plunger rod. The lens remains implanted as it does not affect the patient. No further details were provided.